Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. Analysis found abrasion on the lead outer insulation at 37.5cm from the helix end. Further analysis found abrasion from the inside out at 12.5cm from the helix end.